Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Inappropriate atp and shock records were noted on the electrogram monitoring data at the hospital, but there was only one log observed on the device data. It was suspected that there was a missing record caused by the device reaching the maximum amount of records that the device data could hold. No programming change was made. The issue was resolved. Patient will continue to be monitored.